Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Also moisture damage electronic assembly during visual inspection. Unit was received with normal operating currents and passed unexpected restart error test and self-test. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer was assisted with pump exposed to fluid troubleshooting. The customer¿s blood glucose was 170 mg/dl at the time of the incident. The customer stated that their blood glucose was 330 mg/dl during the call due to the insulin pump not working, but declined to troubleshoot for the high reading. The customer stated the insulin pump was exposed to fluid/moisture when it fell in a pool. The customer stated that there was fluid under the lcd display, but reported no cracks on the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.